Manufacturer narrative:
Additional information received: it was confirmed there was no injury to the patient. It was also noted the physician was not aware the device was expired prior to implanting during the index procedure. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm on. It was reported two days later a report of all components used during the index procedure was examined. When cross referencing the devices implanted during the index procedure, it was noted that the device etew2828c82ee, that had been implanted was expired. Per the physician there was no other stent graft available in the size required. It was noted that the products were originally ordered for this patient in early may but no surgery date was listed at the time. It was then highlighted to the facility that short dated products were being shipped. No additional clinical sequelae were reported and the patient is fine.